Event description:
It was reported that during a hysterectomy (tlh) procedure, the jaw (blade tip) of the device broke and fell into the patient. The pieces were retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient reported. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.